Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose readings. The customer's blood glucose value was low as 48 mg/dl and high in the 200's mg/dl. The customer stated that the pump stopped delivering. The customer mentioned that the pump would not rewind or move forward. The customer stated that the open circle cleared and was able to rewind the pump. The customer declined to troubleshoot for high and low readings. The product was not returned for analysis.